Event description:
The customer contacted baxter's service center regarding a patient that started therapy over with the same supplies, which occurred on the home choice (hc) during fill 5 of 5. The technical service representative (tsr) helped the caller end therapy and told the caller to call the registered nurse (rn) regarding the missed therapy and reusing same supplies after therapy was started. The caller had check heater line alarm in fill 1 and started over with same supplies. The caller would drain using manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the home patient (hp) regarding the reported event. The hp stated that they were able resume therapy successfully with new supplies. The hp stated they understood it was not proper procedure to start over using the same supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a use error, reuse of supplies was confirmed: patient started over with same supplies. The cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.